Event description:
Consumer reported complaint for erratic blood glucose test results. Son is calling on behalf of the customer.the customer called concerned with test results from back-to-back test results of 93 and 203 mg/dl. The customer does not know their expected blood glucose test result range.the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 164 mg/dl using trueness meter, per customer, the product is stored according to specification in the bedroom, the test strip lot manufacturer's expiration date is 06/22/2026 and per the customer the open vial date is (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 231 mg/dl date: (B)(6) 2026 time: 11:49am fasting (ate 2 hr. Prior) result 2: 277 mg/dl date: (B)(6) 2026 time: 11:47am fasting result 3: 289 mg/dl date: (B)(6) 2026 time: 11:46am fasting result 4: 231mg/dl date: (B)(6) 2026 time: 1:17pm non-fasting result 5: 311 mg/dl date: (B)(6) 2026 time: 1:16pm non-fasting result 6: 93 mg/dl date: (B)(6) 2026 time: 1:45pm non fasting result 7: 203 mg/dl date:(B)(6) 2026 time: 1:47pm non fasting.

Manufacturer narrative:
Internal report reference number :(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause:pending completion. Note:follow-up calls are pending completion. Sinocare(a foreign manufacturer, fei #3016863723) and trividia health,inc,(a us.company/importer, fei #1000113657) have entered into a customer service agreement. Trividia health, inc,handles customer complaints for the trueness blood glucose monitoring system and trueness air blood glucose monitoring system (k231476-class 2) and records customer information, establishing unique complaint number.